Manufacturer narrative:
No I/a tip (unspecified single use product) was returned for evaluation for the report of a broken tip when the box was opened; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. All I/a tips are 100% visually inspected during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an irrigation/aspiration (I/a) tip was broken. Surgical timing and patient impact are unknown. Additional information has been requested but not received.